Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Visual inspection showed downstream occlusion (dso) seal separation from bezel and the upstream occlusion (uso) seal was degrading. There was no applicable service history. Review of event log found multiple cassette not attached properly alarms. Functional testing found the dso sensor was defective. Replaced dso sensor, bezel, seal, and uso seal. Device passed testing after repair. The most likely cause for the reported issue was the dso sensor.